Event description:
Patient applied freestyle libre cgm device as directed. Blood began to pool in the device and the area of the arm began to swell and turn red. Patient called the manufacturer who recommended he remove the device. The area continued to bleed after removal of the cgm device.